Manufacturer narrative:
The accounts maintenance found that the brake detent was broken in half. He replaced the brake detent to repair the bed.

Event description:
The accounts maintenance stated that the bed will set into brake but will come out of brake if the bed is bumped.